Event description:
It was reported that during an interventional procedure where the fox sv was positioned in a mildly tortuous, mildly calcified, eccentric, shunt of the left upper arm, the balloon ruptured during the first inflation at 6-8 atmospheres (atm). A second fox sv was used to complete the procedure. There was no reported adverse patient effects. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Based on the provided information and without the device being returned for analysis, the reported failures could not be confirmed. A review of the finished device lot history record did not reveal any abnormalities associated with this lot that could have contributed to this complaint and in-process inspections and testing met manufacturing criteria.